Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Event description:
Patient reported capsular contracture, baker grade unknown, and implant dislocation. Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the right side. The device remains implanted.

Manufacturer narrative:
It has been determined the device in question is not PMA approved, therefore the record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, g.1, g.4, h.4.

Event description:
It has been determined the device in question is not PMA approved, therefore the record is no longer reportable to the FDA.